Event description:
It was reported that there was no capture and an x-ray showed a clear lead dislodgement. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was no capture and an x-ray showed a clear lead dislodgement. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.